Event description:
The manufacturer received information alleging a ventilator's exhalation valve was damaged and blower is not functional. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's exhalation valve was damaged and blower is not functional. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and damage was observed to the active exhalation control module. The device's active exhalation control module needs replaced to address the issue. The blower motor was found to be functional and operated as designed.